Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approximately 6 months post procedure. It was reported that approximately 6 months post a right common carotid artery stenting procedure, in 2009, it was identified that the lesion was 80-90% in-stent restenosed. Plans were made to have the pt return for treatment; however, approximately 7.5 months postprocedure, the pt died from pre-existing respiratory complications. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis of stented segment is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.